Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and was alarming. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issues.